Event description:
End user's daughter reports end user was struck by a motor vehicle. According to the police report, the motor vehicle failed to yield the right of way to a pedestrian in a crosswalk. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report the end user was struck by a motor vehicle while operating the motorized wheelchair at a crosswalk. The owner's manual warns, "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules," "cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicap cutouts" and "cross the street by the most direct route."